Manufacturer narrative:
Unit was received with missing segment due to cracked zebra connector at lcd board. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have woken up to a blank screen display even after battery change. Customer's blood glucose was 155 mg/dl. Customer was advised that insulin pump would need to be replaced.